Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the application crashed during the implant procedure, and the application lost bluetooth connection. The clinician reportedly found the button response time in the course of threshold testing during lead analysis to be unresponsive and unacceptable. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.